Event description:
It was reported that after primary surgery, patient complained of pain. Revision surgery was performed, and it was found that the ceramic liner failed and broken in many pieces. The liner ((B)(4)) and head ((B)(4)) were removed from the patient. The shell was kept in place. A competitor cemented liner and s&n oxinium head were used for replacement. Liner and head were unable to obtain due to fragmentation, and the hospital discarded them. The outcome of the patient is unknown.

Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a revision surgery was performed due to pain; it was found intraoperatively that the ceramic liner had broken into several pieces. Per email correspondence, the requested surgical records and x-rays are not available. Without sufficient supporting medical evidence, a clinical assessment cannot be rendered at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a revision surgery was performed due to pain; it was found intraoperatively that the ceramic liner had broken into several pieces. Per email correspondence, the requested surgical records and x-rays are not available. Without sufficient supporting medical evidence, a clinical assessment cannot be rendered at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.